Event description:
It was reported that post stenting treatment procedure, chest pain and in-stent restenosis occurred. In 2011, the "estimated" 70% non calcified and non tortuous target lesion was located in the mid right coronary artery. A 2.50x12mm promus element stent was advanced and deployed to the lesion. In (B)(6) 2013, patient presented with chest pain and was found that restenosis occurred within the previously implanted stent. The physician treated the event with a non-bsc stent. Patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).